Manufacturer narrative:
Follow-up (1/27/2014)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 1/13/2014 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch verio iq meter was displaying the battery indicator symbol. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. For approximately one month, the patient noted, the reported meter displayed the battery indicator symbol. Three weeks afterwards, she reported, she was making adjustments to her insulin doses; she did not report any symptoms or medical attention. The issue was not resolved with troubleshooting. The meter was replaced. The patient did not suffer an adverse event due to the reported meter. The patient suffered no symptoms and denied seeking medical attention. However, as the issue was not resolved this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.